Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal/external visual inspection and functional testing were performed. The cause of the iipv event was determined to be a false empty detect during the initial drain, and the initial drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:44:33. During night drain cycle one, the patient's ultrafiltration reading was 970ml, indicating the home patient drained 970ml more than their maximum programmed fill volume of 1500ml. No additional information is available.